Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system. A watchman fxd curve access system (was) was advanced with a 31mm watchman flx pro closure device and delivery system (wds) and positioned at the laa then subsequently deployed. The 31mm wds was fully recaptured and removed due to not meeting release criteria, and the was also was removed. Tee sweeps were performed and did not note a pe. A 27mm wd was advanced through a watchman trusteer access system (wtas) and the wds was deployed then subsequently fully recaptured and removed due to not meeting release criteria. When the wtas was removed, a pe was noted at the base of the laa. A pericardiocentesis was performed and a pericardial drain left in place. The procedure was aborted, and the patient remains hospitalized.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system. A watchman fxd curve access system (was) was advanced with a 31mm watchman flx pro closure device and delivery system (wds) and positioned at the laa then subsequently deployed. The 31mm wds was fully recaptured and removed due to not meeting release criteria, and the was also was removed. Tee sweeps were performed and did not note a pe. A 27mm wd was advanced through a watchman trusteer access system (wtas) and the wds was deployed then subsequently fully recaptured and removed due to not meeting release criteria. When the wtas was removed, a pe was noted at the base of the laa. A pericardiocentesis was performed and a pericardial drain left in place. The procedure was aborted, and the patient remains hospitalized. It was further reported the patient experienced tamponade and also procedure and device related bleeding during the event.

Manufacturer narrative:
B5: information added. H6 patient codes added: cardiac tamponade and hemorrhage/blood loss/bleeding.